Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 198 mg/dl. No additional information regarding the event was provided.

Manufacturer narrative:
Device not returned.